Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, b7, g3, g6, h2 and h6 (clinical code, component code, type of investigation, investigation findings and investigations conclusions). Additional h6 type of investigation codes: analysis of images and labelling review. H11: additional manufacturer narrative: the complaint for increased gradient was confirmed with empirical evidence for the information provided. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Available information suggests that procedure related factors such as high gradient left post-2nd implant may have contributed to the severe valve stenosis. Patient related factors such as unidentified comorbidities also likely accelerated the valve stenosis present, leading to patient death. Since no edwards defect was identified, corrective or preventive actions are not required.

Event description:
As per clarification received. The final mitral regurgitation after pascal implantation was reduced to +1 and the gradient was between 6-7 mmhg. Initially the patient recovered normal.

Manufacturer narrative:
Additional e1 (telephone number): (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in a patient with functional mitral regurgitation. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both functional and degenerative mitral regurgitation in the region where the procedure was performed. Therefore, the implant will not be considered off-label in this case. This is MDR 1 of 2.

Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in mitral position where two devices were implanted. Patient with functional mitral regurgitation (fmr). The valve area at baseline was around 4 cm2 and the ejection fraction was 20-49. During the procedure, the mean gradient was around 6-8 mm hg. Eleven days after the procedure the patient passed away due to a mitral valve stenosis. The physician is not aware of any actions since the procedure to the patient's death. Following an internal imaging review, there is a primary finding of increased mean mitral inflow gradient, with an indeterminable root cause by available imaging. Two pascal ace devices were implanted to address mitral regurgitation. The devices were positioned at mid and medial a2/p2. The initial mr was qualitatively severe with 2 primary jets. The resulting mr appeared qualitatively moderate with multiple jets. The mean mitral inflow gradient increased to 4 mmhg after the first implant, then 7mmhg after the second implant. The rhythm appeared regular with a heart rate of 60bpm.